Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the up, down and ok buttons were under responsive to user presses. The battery compartment was found to be cracked. The keypad was removed and there was contamination found under the up, down, ok and contrast buttons. Unrelated to this issue, the audio bolus button cover was found to be missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed battery compartment cracks the up, down, ok and contrast buttons were under responsive. This report is made based on results of investigation completed on (B)(6) 2016.